Manufacturer narrative:
On 17-dec-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Lower part of the brush all of a sudden detached-oral b power toothbrush [device breakage]. Product counterfeit- oral-b power oral care refills [product counterfeit]. Case narrative: consumer email stated that the lower part of the brush all of a sudden detached while brushing. No injury was reported. Follow-up: 17-dec-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Lower part of the brush all of a sudden detached-oral b power toothbrush [device breakage]. Case narrative: consumer email stated that the lower part of the brush all of a sudden detached while brushing. No injury was reported.